Event description:
Npb received a report stating that a male patient was involved in an incident with head injury and died in 2009 while on an 840 ventilator. The customer reported that a month prior, the ventilator started giving a device alert alarm and the patient's oxygen saturation dropped from 90 to 70% with heart beat rate of 120 to 138 per minute. The patient was bagged, his saturation improved and the patient was placed on a different 840 ventilator. However, according to the customer, the patient developed permanent hypoxic damage and passed away.

Manufacturer narrative:
The reported event is still under investigation.